Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/25/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that dirt was visible on the lens at both haptic and optic area. The customer's reported complaint was verified however the dirt area was observed to be large and not normally found in the production line. The product would have been rejected if such defect was found during manufacturing. The source of the dirt could not determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion a spot was noticed on the intraocular lens (iol). No further information was provided.